Event description:
It was reported that the locking mechanism was missing from the plate. The missing locking mechanism was not noticed until after the plate had been implanted. The surgeon could not remove the plate without compromising bone quality of the patient. X-rays were taken to confirm that the piece was not present in the patient's body cavity or surgical sight. No patient complications were reported at this time.

Manufacturer narrative:
X-rays were not provided to the manufacturer. With the available information, a cause or contributing factor cannot be identified.